Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for one day post op check. It was noted that the left ventricular lead exhibited high capture thresholds. It was suspected that the lead had pulled back overnight. A chest x-ray confirmed lead dislodgement. The lead was repositioned without incident. There were no allegations of device malfunction. There were no adverse patient symptoms.